Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with extracardiac stimulation from right ventricular lead pacing at low output. All electrical values on the lead were within normal values. Under x-ray, it was shown the lead had been implanted on the septum during initial implant. The lead was explanted and replaced. The new lead was implanted in the apex. Patient was asymptomatic to right ventricular pacing. Patient was stable.